Event description:
A 2.75mm diameter x 8mm length endeavor rx drug-eluting coronary stent was deployed in a patient with ap. The target lesion located in the lad #9 was at bifurcation with d1 and had 75% stenosis. No issues were reported during index procedure; however 4 hours post implant, st segment elevation was confirmed. Angiography confirmed a thrombotic occlusion at site of deployed stent. Thrombus was aspirated and poba with low pressure was performed. Panaldine was prescribed in addition to asa and plavix. The device has not been identified as the root cause of the event. The use of endeavor rx is contraindicated in lesion at bifurcation. Also stent thrombosis is listed as an inherent risk of a pci procedure.

Manufacturer narrative:
Evaluation code, results: stent thrombosis; conclusion: relevant stent deployed at bifurcation.